Manufacturer narrative:
Patient information is unknown. Date of event: unknown. (B)(4). Date of implant: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016, due to a helical blade cutting out of a femoral head on an unknown date. The surgeon used a long trochanteric fixation nail advanced (tfna) nail and lag screw construct to fix the issue. There was no harm to patient and no surgical time delay reported. The procedure was completed successfully. Concomitant device reported: unknown nail (part unknown, lot unknown, and quantity unknown) this is report 1 of 1 for (B)(4).